Manufacturer narrative:
There is no expiration date for this product. The device was evaluated on site by a field service representative. Evaluation summary: the spi is an integrated voice, video, and data router and teleconferencing interface for the operating room. The pisa main board is the control system. This device was reported to have functionality issues with the pisa main board, and in addition, the failsafe cabling connection was identified to be no well connected. If this malfunction were to recur during a case, the existing signals would still be displayed, but if a new critical signal is needed, the failed main board would not have the capability to change signals, and thus there would be a potential for video loss. In addition, the failsafe signals would not be available. However, this specific malfunction was identified prior to a procedure and there were no patients involved, and no event occurred. The root cause is unknown at the time of this report. The conclusion of the evaluation is unknown at the time of this report. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that the switchpoint infinity 2 device had a bad main board. Upon further evaluation, it was also discovered that the failsafe cabling was loose and non-functional. There was no reported patient involvement and no reported adverse consequences.